Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D11: 42532007101, tibia component, lot # 62878626. 42511200510, articular surface, lot # 62311668. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00754.

Manufacturer narrative:
Reported event was confirmed by review of medical records. At 6 months post op, the patient was experiencing grinding or clicking noises accompanied by pain, swelling ,stiffness, and limping. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Born: (B)(6). Study multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00438, 01822565 - 2019 - 00437. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced grinding with persistent pain, swelling, stiffness, and limping at six months post op visit.